Event description:
It was reported that during a roux en y procedure, the device was fired and did not de-articulate after the firing. The stapler had to be removed from the trocar. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Jammed knife the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; however the device only fired into lockout region. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling several distorted staples with tissue were found lodged between the anvil and knife. This condition caused the knife could not jump the lockout tab in order to continue its path forward. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism. Event could not be confirmed as the device was articulated and de-articulated as intended. It should be noted that to de-articulate the device the anvil needs to be in the open position. The batch record was reviewed and no anomalies were noted during the manufacturing process.